Event description:
Neuronetics received a call from a tms provider stating that during treatment a patient experienced sudden lethargy, and delirium, before becoming unresponsive and exhibiting some arm movement. Treatment was stopped at the first sign of symptoms and emergency services were contacted. Report from the ER states the patient experienced a migraine and possibly a small seizure. Patient was treated and released. They continued to experience some migraine symptoms after the event which have since resolved.

Manufacturer narrative:
Patient had no prior history of migraine or seizure but did show signs of sleep deprivation which is known to be associated with these symptoms. It cannot be ruled out that tms contributed to these symptoms.